Manufacturer narrative:
The insulin pump received with unresponsive buttons due to corroded electronic assemblies. Unable to perform displacement test or selftest due to unresponsive keypad. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was cracked at the back of the battery and case. The customer's blood glucose was unknown. The device will be returned for the analysis.